Event description:
It was reported the patient with this neurostimulator and tined lead had an explant. The patient reported they had the explant surgery last year due to discomfort and inefficacy. The patient said they could not remember the exact date of the explant, only stated it happened sometime last year. The patient fully recovered and is no longer in discomfort. The patient is exploring other treatment options.

Manufacturer narrative:
Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1s941022. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.